Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record and the product-release judgement of the involved product code/lot# combination was conducted with no findings. (B)(4) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that the involved radifocus was used during the procedure. During use for the gj tube exchange, once the wire entered the gj tract in less than two minutes, the hydrophilic coating wore off. The patient's condition was stable. The procedure outcome was successful. There was no patient injury, medical/surgical intervention required. Additional information was received 07jul2020. The coating of glidewire did not shear off.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d10, update section h3, and to provide the completed investigation results. The actual sample was received for evaluation. Visual inspection revealed no obvious anomalies including a bend along the shaft. Lubricity performance of the shaft was evaluated. As a result, high resistance (low lubricity performance) was observed 150mm - 600mm from the distal end. Electron microscopic inspection of the surface where high resistance was observed obtained the following findings. Some scratches on the surface, the hydrophilic coating had been abraded off. Based on this, it is likely that the actual sample was exposed to some kind of external load. Magnifying inspection of the area other than the high resistance area confirmed that the urethane outer layer was intact. Electron microscopic inspection of the area other than the high resistance area found the peculiar cracked pattern indicating the presence of the hydrophilic coating on the surface. The outer diameter of the area other than the high resistance area was measured and confirmed to meet the factory's control criteria. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the actual sample, after shipped from the factory, may have been exposed to some kind of load that caused to hydrophilic coating to be abraded off. However, the exact cause of the reported event cannot be definitively determined based on the available information.